Manufacturer narrative:
Based on the current information provided, the root cause of the reported event cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. Site history review was conducted and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. System error log review was conducted for a procedure on (B)(6) 2020 on system sk0788. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was performed. All but two reusable instruments used in the case were used in subsequent procedures and a site review showed no complaint filed against any of the instruments. Further, the two single use instruments used in the procedure also showed no complaint filed against the instruments. An isi advanced failure analyst (afa) engineer conducted a stapler log review and found that the sureform 60 pn 480460-07, lot l13190326-0685 fired 6 reloads (2 green followed by 4 blue). All firings were completed per the logs. The first three firings had one pause for compression and the last three completed without pausing. There were no incomplete clamps during the procedure. An isi advanced failure analyst (afa) engineer reviewed instrument logs for vessel sealer extend instrument pn: 480422-01 // ln: l90200726-0110 and found that the only error code stored was for high initial starting impedance which just indicates the impedance of the tissue between the jaws is high (example: possible too much tissue in the jaws/amount of fluid present/type of tissue/etc). There was nothing recorded in the logs that would indicate a sealing or instrument malfunction. An isi medical safety officer review was completed and results were as follows: based upon the information in the description of events, the cause of the patients death is most likely due to hypoperfusion due to overwhelming sepsis resulting from the fluid and blood in the patients abdomen, which was confirmed at the second open surgery. The most likely cause of the abdominal fluid after a gastric bypass procedure is an anastomotic leak. However, the information is unclear as to the suspected source of the abdominal fluid. Given the time-line of 5 to 6 days after the patients original gastric bypass procedure it is likely that the cause of the abdominal fluid was due to an anastomotic leak. However, there is insufficient information on file at this time to determine if the da vinci system or instrumentation caused or contributed to the event. Based on the information provided at this time, this complaint is reportable due to the following: it was reported that after a da vinci-assisted gastric bypass procedure, the patient allegedly experienced fluid and blood in the abdomen. A second surgery was performed and 4 liters of fluid were drained. The source of the bleeding and fluid was unknown. The open surgery completed and the patient went to recovery in ICU. The patient subsequently expired. At this time, the root cause of the reported issue and the patients death is unknown. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was initially reported that after a da vinci-assisted gastric bypass procedure on (B)(6) 2020, the patient returned to the clinic with internal bleeding 1 week later and passed away due to surgery complications. The surgeon said that the initial surgery on (B)(6) 2020 went well, there were no complications, and the patient was fine after the case. The surgeon stated that they had completed 4 gastric bypass cases on (B)(6) 2020. On (B)(6) 2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: after a da vinci-assisted gastric bypass procedure on sunday, (B)(6) 2020, the patient returned to the clinic with post-operative complications. The surgeon said that the initial surgery on (B)(6) 2020 went well, there were no intra-operative complications, and the patient was fine after the case. The surgeon stated that the procedure was, a textbook case. There were no reported system errors, instruments and accessories worked as expected and as intended and, everything went well. The patient went home the next day and spent time with his family and fianc¿ for (B)(6). At the urging of the patients fianc¿, who is also a nurse, on friday, (B)(6) 2020, the patient called his primary doctor, vs the surgeon, and reported feeling lightheaded and dizzy. The primary doctor allegedly adjusted the patients heart medication. On saturday, (B)(6) 2020, the patient went to the hospital and was admitted for abdominal pain. The patient went to the intensive care unit (ICU) where labs confirmed fluid in the abdomen. A second, open, surgery was performed later in the day on (B)(6) 2020 where, four liters of fluid and blood were drained. However, the surgical team could not find the origin of the bleeding or additional fluid. At the time that the open procedure completed and the surgical team closed the patient, the abdomen was confirmed as being, completely drained and dry. The patient returned to ICU for recovery and observation. The patient subsequently expired the following day on sunday, (B)(6) 2020. The morgue allegedly did not have capacity to do an autopsy and the patient was cremated. The cause of death on the discharge paperwork was allegedly listed as surgical complications. The procedure was not recorded and the surgeon did not know the cause of the post-operative complication. There was no allegation of a malfunction of a da vinci product. There were no reported system errors. The system did not do anything unexpected, there was no unexpected system or instrument movement, and all instruments and system functionality worked as intended and as expected. There were no clamping or unclamping issues and no reload stuck on tissue. There were no reported instrument sealing issues. Patient demographics and patient history were requested and the following was provided: male, approximately (B)(6) lbs. History of a-fib and had heart issues a year prior. The patient also had mobility issues.